Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.010.475, lot 7720478: release to warehouse date: august 15, 2014. Manufactured by: tech-etch. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken and the broken piece was returned stuck inside the insertion handle. No other issues were identified with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap was broken inside the insertion handle for suprapatellar. The issue was discovered upon routine inspection while restocking the instrument tray. There was no patient involvement. Concomitant device reported: insertion handle for suprapatellar (part# 03.010.440, lot# 11-3173, quantity 1). This complaint involves one (1) device. This report is for one (1) driving cap. This report is 1 of 1 for (B)(4).